Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection it was noted that the drive geometry was twisted. It was also noted that the drive geometry was broken. The broken pieces were not returned for investigation. Due to the condition of the tip, the dimensions could not be accurately assessed. The most likely cause can be attributed to over-torqueing/over-engaging the driver with the screw head.

Event description:
On 08/16/2022, it was reported by a sales representative via sems that a ar-9625 hex driver is broken. This occurred during an unspecified time, with no patient effect reported.